Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called for assistance in programming the insulin pump. During the call, the customer had blood glucose levels of 54 and 64 mg/dl. The customer treated her blood glucose will orange juice and peanut butter wafers, but she continued to exhibit symptoms of low blood glucose levels. The customer was shaky, had blurred vision and was knocking things over in the background. The paramedics were called for the customer as she was home alone. The paramedics arrived and assisted the customer. Nothing further was reported.